Event description:
The device was introduced and the balloon inflated to 6 atm's. However, only the proximal portion of stent expanded. Stent did not deploy; therefore the device was withdrawn. The stent became wedged in the proximal circumflex where the stent was deployed. Further attempts to place another stent distally was unsuccessful and the vessel dissected. The pt coded and was taken to surgery for CABG.